Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed, is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s husband reported customer¿s adc freestyle libre was producing high readings. He further reported that on (B)(6) 2018 customer received an unspecified ¿high¿ reading from the device, injected an unspecified amount of insulin in response to the reading and subsequently lost consciousness. Caller treated the customer with a gluco tablet and orange juice because she was unable to self-treat. No additional treatment was required. The caller provided the following readings, but it is unknown when they were obtained relative to the medical event: 274 mg/dl and 347 mg/dl. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s husband reported customer¿s adc freestyle libre was producing high readings. He further reported that on (B)(6)2018 customer received an unspecified ¿high¿ reading from the device, injected an unspecified amount of insulin in response to the reading and subsequently lost consciousness. Caller treated the customer with a gluco tablet and orange juice because she was unable to self-treat. No additional treatment was required. The caller provided the following readings, but it is unknown when they were obtained relative to the medical event: 274 mg/dl and 347 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history reivew) for all fs libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. . Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend was reviewed for the reported complaint and libre sensor and showed there were no trips. If the product is returned at a later date, the case will be re-opened and a physical investigation will be performed.